Event description:
It was reported that the patient's device impedance readings were greater than 4,000 ohms on all of the bipolar pairs. The patient was feeling stimulation, but in the wrong location. No further details, patient symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).